Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by med information received by medtronic indicated that the insulin pump received motor error alarm and stuck on the rewind cycle. Customer stated that drive support cap was protruded, insulin pump was not exposed to a high magnetic field. Customer did not report motor position encoder error alert. Customer to try to clear the alert and rewound insulin pump piston but was not possible. No harm requiring medical intervention was reported. The device will be returned for analysis.